Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor handle keel attachment button came apart during impaction. Resulted in 2x bits of the button coming off of the impactor handle and into the patient. Surgeon had completed the punch so nil effect on surgery. Surgeon was worried that these 2x bits could have posed a possible infection risk to the patient. Missing pieces were retrieved. 10 second delay in surgical time. Action taken/ required to manage the problem during the procedure: nil management required as punch had already been performed. All pieces retrieved. Surgical delay: 10 sec.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.